Event description:
It was reported that the pump touch screen was unresponsive, the pump was hot while charging and the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.